Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: there was "crystallization."

Manufacturer narrative:
H6: investigation summary bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the indicated failure mode of additive abnormality was not observed. The photo does show that the powder additive is present in the tube and has a light powdery to a clumpier appearance in the tube. The product contains a powder additive and can have the appearance of light powdery to clumpy and is a normal appearance. Additionally, 62 retentions were inspected with no issues being identified. All tubes contain the powder additive with light powder residue along the tube sidewall and granular clumping is also present where the powder gathers at the bottom of the tube. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: there was "crystallization."